Manufacturer narrative:
Stryker performed an initial evaluation on the customer's device and was unable to duplicate the reported issue. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. Stryker contacted the customer to request additional information on the patient. The customer provided stryker with the available patient information. Patient fields in which information is not provided were intentionally left blank.

Event description:
The customer contacted stryker to report that their device would not detect the patient through defibrillation electrodes. In this state, the device would not be able to provide defibrillation therapy, if it were needed. The patient involved in the reported event is deceased; however, the customer advised stryker that the device use did not contribute to the outcome of the patient.

Event description:
The customer contacted stryker to report that their device would not detect the patient through defibrillation electrodes. In this state, the device would not be able to provide defibrillation therapy, if it were needed. The patient involved in the reported event is deceased; however, the customer advised stryker that the device use did not contribute to the outcome of the patient.

Manufacturer narrative:
Stryker further evaluated the device logs and was able to verify the reported issue. However no device problem was found during evaluation. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. The cause of the reported issue could not be determined.